Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarms. The customer's blood glucose level rose to 430mg/dl due to the no delivery. The customer declined to troubleshoot for the highs.